Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(6), 2011. Device not available for analysis.

Event description:
Per the clinic, the patient underwent surgery for a cholesteatoma in the implanted ear and subsequently reported a decrease in performance, resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).